Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dyspareunia ("pain during sex") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal spotting"). The patient was treated with surgery (fallopian tubes and essure implants were removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for dyspareunia and vaginal haemorrhage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of dyspareunia ("pain during sex") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal spotting"). The patient was treated with surgery (fallopian tubes and essure implants were removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for dyspareunia and vaginal haemorrhage with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.